Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that blood was present in the condensation removal module (crm), safety disk, and blood detect tubing. The stm observed the iabp logs and noted two occasions logged for "check catheter" alarms. The stm replaced the crm, safety disk and blood detect tubing then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. Event site full name: (B)(6) medical center. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) was not functional and experienced a possible blood back event. There was no patient harm and no adverse event was reported.